Manufacturer narrative:
The product was not involved in the device failure, please void report.

Event description:
Allegedly, patient was revised due to instability. Srnjr number: (B)(6) side: r, gender: m.